Manufacturer narrative:
(B)(4). The returned flexima biliary stent was analyzed, and a visual evaluation noted that the stent returned was loaded in the delivery system. The guide catheter was kinked/bent, also it was stretched and broken at proximal section. The push catheter was kinked/bent at distal and proximal section. The suture hole was torn. Findings from visual assessment indicates that the stent could not be deployed. No other issues with the device were noted. The reported event was confirmed. According to product analysis, it is most likely that procedural or anatomical factors encountered during procedure could have affected the device performance and its integrity. Handling and manipulation of the device during its use can lead to kink/bend the catheters, user technique when the device is removed from its package or advancing the device through the scope can kink the catheters, this condition can cause friction between the components at kinked/bent areas in the catheters, continued attempts to release the stent or force retracting the guide catheter in order to release the stent can result in guide catheter stretching and breaking, additionally suture hole torn indicates that the suture was submitted to tension forces resulting in tearing the suture hole. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic biliary stent positioning procedure in the hepatic part, performed on (B)(6) 2021. During the procedure and inside the patient, when the physician attempted to deploy the stent with a slight push, the tip of the guide catheter got separated and remained at the tip of the tube stent. When the guide wire was inserted and the entire delivery system was retracted, the broken guide catheter was able to be removed in its entirely. It was also observed that there was a resistance during release due to severe stenosis. Another flexima biliary stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event.